Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that an error message battery communication timeout appeared during the infusion.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The cause of the issue was a defective battery and interconnect board. The battery and interconnect board were replaced to fix the issue.